Manufacturer narrative:
The insulin pump was received with a blank display and back light turned with a blank display with activation of the down arrow due to a short at the lcd driver board. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that when customer attempted to turn insulin pump on, it only showed a sliver of power and turned off after about five seconds even after four battery changes. Customer also tried other battery cap. Customer declined troubleshooting due to display continuously shutting off. Insulin pump would be replaced.